Event description:
It was reported that a patient presented with grade 3 degenerative mitral regurgitation (mr). During a mitraclip procedure, an nt clip was operated per instructions for use (IFU). The nt clip was inserted through the steerable guide catheter (sgc) into the left atrium. There the nt clip was opened to 160-180 degrees. Then the clip could no longer be closed and was stuck in the open position. The nt was still connected to the gripper lines of the clip delivery system (cds) and was able to be pulled to the sgc tip, back through the septum and to the groin. At the groin an incision was made at the vein to remove the clip. A new sgc and mitraclip completed the procedure, reducing the mr to grade 1. There were no indication of an adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip close-inability and clip open-inability) could not be replicated in a testing environment due to the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to close the clip and inability to open the clip appeared to be due to broken actuator coupler. However, a cause for the observed broken actuator coupler and broken l-lock tab cannot be determined. The observed deformed harness appears to be a cascading event of the troubleshooting performed for the clip actuation issue. The observed missing component of the binding plate and leaf spring were due to the surgical intervention and post-procedural handling. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.